Manufacturer narrative:
Updated to reflect product problem. Event: updated to reflect additional information. Implant date recorded. Device code updated to reflect code 1153.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery, due to an unspecified reason. The previous ipp was explanted and replaced. It is unknown if the explanted ipp is being returned for investigation. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery, due to an unspecified reason. The previous ipp was explanted and replaced. It is unknown if the explanted ipp is being returned for investigation. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.